Manufacturer narrative:
Event date is estimated. Further information has been requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000166371.

Event description:
It was reported that the patient is experiencing ineffective stimulation that has not been resolved with reprogramming as well as pocket pain. As a result, surgical intervention may be taken at a later date. It cannot be determined which lead contributed to the event.